Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female pt who received 2 sessions of poly-l-lactic acid (sculptra) treatment sometime in 2008 and 2009 for an unk indication. Treatment details on both sessions: 2008 and 2009: dilution volume: bidistilled water 6 ml +; lidocaine (amount nos); amount injected: (nos); region injected: chin; technique: depot. On an unk date, the pt started to show inflamed granulomas. It is unk if corrective treatment was given. Further info was reported. (B)(4). Reporter's causality assessment: possible.